Event description:
It was reported that the customer was sent to the emergency room with diabetes ketoacidosis, ketones, and high blood glucose over 33.3mmol/l. It was stated that the endocrinologist advised the mother to give the customer 7.0 units of insulin before going to the hospital. Hours later the customer's glucose level dropped to 10.5 mmol/l and she was sent home. Then the next morning her glucose went up to 17mmol/l, and later she left the hospital with 7.9mmol/l. After two hours her glucose rose again to 15mmol/l. Troubleshooting was performed. The date, time, and settings were correct. Had the caller to run the fixed prime test and the insulin did exit. It was stated that the customer changes the infusion set every three days, and rotates the insertion site. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.